Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pauses due to noise on the right ventricular (rv) his bundle lead. It was also observed that the rv his bundle lead exhibited oversensing of short v-v intervals. The rv his bundle lead remains in use. No further patient complications have been reported as a result of this event.